Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently not recognize a patient through its defibrillation electrodes (catalog number 11996-000017/lot number 726214). In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient harm associated with the reported event.

Manufacturer narrative:
Corrected information: section a3, gender of the initial medwatch report was blank. Section a3, gender of the initial medwatch report should indicate male. Additional information: h6: physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently not recognize a patient through its defibrillation electrodes (catalog number 11996-000017 / lot number 726214). In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient harm associated with the reported event.